Event description:
In 2004, the pt reportedly was treated with antibiotics for infection of the skin flap. Two months later, the pt was wearing the external equipment. The pt continued to be monitored by the center. In 2005, surgery was scheduled to explaint the pt's device due to infection.